Event description:
Olympus was informed that the customer¿s evis exera ii ultrasound gastrovideoscope was returned to the regional repair center (B)(6) for a reported ¿perforated operating channel ¿ key top 1 cut ¿ defective switch unit¿. Upon inspecting and testing, the service technician found a gap (cracked or peeled off) of the adhesive between the distal end cover and probe unit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found a gap (peeled or cracked off) of the adhesive between the distal end cover and probe unit. As part of the evaluation, olympus follow up with the user facility to obtain additional information but with no results. The customer's reported issue was confirmed as the scope failed the water leak test due to a cut/hole on the bending section cover, swith#1 is cut and the switches have no functionality. Additionally, the paint from both the suction cylinder and air / water nut is faded off, the bending section cover adhesive is discolored, seat holder in the connector has corrosion. The angulation wires have play. The adhesive at the distal end coverglass and light guide lens are worn from scratches and chipped. There are scratches on the connecting tube and control body grip. As part of the evaluation, olympus follow up with the user facility to obtain additional information but with no results. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event (b5).

Event description:
The customer¿s reported ¿perforated operating channel ¿ key top 1 cut ¿ defective switch unit¿ occurred after the procedure. No damage to patient or operator.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. G3 - correction to g3 of the initial medwatch. The aware date should be 09-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cracked and peeling adhesive at the distal end likely occurred due to handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.